Event description:
According to the reporter : lap donor nephrectomy. At the beginning, the instrument was working without problems but then tissue pad was getting distorted. White plastic tip came off during surgery. Used another. No injury or pt impact reported.

Manufacturer narrative:
Date of report : december 10, 2007.